Event description:
A home patient contacted baxter's technical service center regarding a low drain volume alarm that appeared on the display of the homechoice machine during the initial drain cycle, their automated peritoneal dialysis therapy. Per initial report, the home patient noted an excessive amount of air in the patient line of the homechoice set. Baxter's technical service center assisted the home patient in ending the therapy early. No patient injury or medical intervention was indicated at the time of initial report.